Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported that impedances were tested post-operatively and there were high impedances on only one electrode. The patient was taken back to the theatre and after the incision was made and the implantable neurostimulator (ins) was exposed, it was clear that the lead had come loose. The setscrew had become loose, which caused the lead to migrate. This caused the errors in the impedance test. It was noted the surgeon was competent in this procedure and had tightened the setscrew to the usual torque to secure the lead in the ins. During the revision, the surgeon cleaned the lead and positioned it back into the ins and re-tightened the setscrew. Normal impedances were achieved and the issue was resolved. No further information was reported.